Manufacturer narrative:
Two needles were returned for investigation. The manufacturing records could not be reviewed as the lot numbers are unknown. Performance testing showed the reported frost on the needle shaft was confirmed as both needles failed investigative testing. The ice balls sizes are within the specification which were not compromised due to thermal insulation loss. Based on the investigation results, the customer complaint was verified. The investigation testing results showed insufficient vacuum insulation of both sleeves. No relation was found between the needle assembly processes and the vacuum loss phenomena. The procedure was completed with no patient injury as the physician flushed the patient's skin with saline.

Event description:
Two icesphere needles were used in a cryoablation procedure and had failing insulation. The patient's skin was flushed with saline to prevent skin burn.

Event description:
Two icesphere needles were used in a cryoablation procedure and had failing insulation. The patient's skin was flushed with saline to prevent skin burn.